Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that (1) pca / syr kit sizer sensor requires replacement due to unspecified issues.